Event description:
It was reported that after a da vinci assisted roux-en-y procedure on (B)(6) 2023, the patient expired. Through follow up with the customer, the intuitive surgical, inc. Clinical sales representative (csr) learned that the patient missed a post-operative appointment in february, sought care at another hospital for an unknown reason, and on an unknown date, the patient expired. A report source from the hospital executive office confirmed with the csr that the procedure was completed robotically with no complications. Multiple unsuccessful follow-up attempts were made to obtain additional information including the nature of the visit to the other hospital, and the date and cause of death.

Manufacturer narrative:
Based on the current information provided, the cause of death is unknown. No product has been implicated or returned to intuitive surgical, inc. (Isi) for evaluation. Review of the procedure instrument log files show a sureform 60 instrument was installed on the system 7 times and fired 6 reloads (6 white). On installation 1, no clamping or firing was attempted. On installation 2, the user was prompted to select the white reload color via the graphic user interface (gui) on the surgeon side console (ssc) touchpad, due to not firing on the previous installation. Clamping was successful and the firing was completed with 3 pauses for compression. All clamps attempted throughout the procedure were successful. There were multiple pauses on each firing. On installation 3, firing was completed with 3 pauses for compression. On installation 4, firing was completed with 5 pauses. On installations 5-7, the firings were completed with 1 pause for compression on each. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the master supervisory controller (msc) logs, however, there were 5 engagement errors related to the mcs used in the procedure present. A system log review determined that there were no significant issues or errors that occurred during the procedures. At the time of review, there were 7 subsequent procedures performed using the system with no reported complaints. Device history record review for the device(s) used during the procedure showed no non-conformances were identified. Review of the event by the isi medical safety officer (mso) documents that the patient in this report died following a bariatric surgery procedure and the date and timing of the death in relation to the original procedure are unknown. The information in the summary of events suggests this may have happened as an outpatient as the patient missed an outpatient clinic appointment. The cause of death, date of death, and any potential relationship to the original procedure are unknown. Based on the information in the summary of events, insufficient information exists to determine if any intuitive surgical systems or instruments contributed to this catastrophic event. This event is being reported due to the following conclusion: after a da vinci-assisted procedure, the patient expired on an unknown post-operative day. Although a hospital contact confirmed that the procedure was completed robotically with no complications, there is insufficient information available. The patient's post-discharge course and the timeframe and cause of death are unknown. Section b2: date of death - the patient missed a (B)(6) 2023 follow-up appointment. Approximately 4-6 weeks prior to information provided on (B)(6) 2023 (timeframe of (B)(6) 2023), the user facility became aware of the patient death via unspecified word of mouth. Section b3: date of event - (B)(6) 2023 represents the surgical procedure date.